Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states there was a previous hospitalization for high of 500mg/dl. The customer states the incident occurred a year ago. The customer currently has issues with bent cannula. The customer's blood glucose level was 400mg/dl. The customer did not have set to return for analysis. The customer was advised to hold on to faulty sets in order for analysis. The customer was advised sets would be replaced.